Manufacturer narrative:
The tech isolated the unintentional movement to the CPR limit switch. He replaced the CPR switch and the bed functioned properly.

Event description:
Info received indicates the head section had an unintentional movement of the head down function. The head section would rise about one foot and then run back to the lowest position.